Manufacturer narrative:
G4, h2, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured, and the fractured piece was returned, rendering the device inoperable. The device was manufactured in 2019 and shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H3: device returned.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that, during a tka procedure, the journey fem impact bumper left broke. Instrument was outside the patient. Procedure was finished with a back up device. No surgical delay and no injuries to patient were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.